Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the right ventricular (rv) lead was noted to be fractured. The rv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned with the stylet stuck in it and the connector leg was damaged. It appeared the stylet could not remove from the lead due to the stylet was kinked. The analysis results leads us to conclude that the connector leg was damaged when the physician trying to pull the stuck stylet out of the lead. If information is provided in the future, a supplemental report will be issued.